Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the breast area. A nurse described the irritation as a red heat rash that appeared swollen and popped. The nurse confirmed there was drainage. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's nurse assisted with keeping the area clean and dry. Follow up indicated the irritation improved.